Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("other injuries / symptoms, weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2014 hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, menorrhagia, weight increased and hormone level abnormal outcome was unknown. The reporter considered back pain, hormone level abnormal, menorrhagia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received events "back pain, menorrhagia (heavy menstrual bleeding), weight gain, hormonal changes" were added. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.